Event description:
It was reported that during a lap. Chole procedure, the clips would not close properly. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.